Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the stomach and pancreas during a dilatation of hotaxios procedure performed on (B)(6) 2022. During the procedure, it was noticed that the dark part of the balloon catheter, the rx tunnel, stayed inside the working channel when the physician attempted to remove the balloon. The dilatation was completed at this time. The endoscope was removed and the nurse took out the black part using a cleaning brush and the procedure was completed with a therapeutic gastroscope. There were no patient complications reported as a result of this event.